Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive was evaluated and replaced. The system software was reloaded. The system was tested, found to be working as intended and returned to service.

Event description:
The customer reported that the system froze up (locked up) and the customer couldn't retrieve saved images. There is no report of death or serious injury associated with the complaint. This resulted in a loss of imaging functionality.